Event description:
The lead was explanted for an unrelated medical condition and returned. The lead now tested out of specifications. No complaints or allegations against the lead have ever been received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.